Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleges feeling particles in his airway. The patient alleges having nausea, shortness of breath, sore throat, dizziness and headache. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Section b5 was corrected and should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device has strange odor, difficulty in breathing and shortness of breath, particles in air way, headaches, lightheaded, dizziness, nausea, nasal/throat irritation and soreness, feels really bad sick and, body hurts related to a bipap device's sound abatement foam. There was no report of serious or permanent patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.